Event description:
The customer reported the tube had a cuff leak. It is not known if there was any pt event requiring medical intervention.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.